Event description:
A patient (neonate) sample was tested, using the suspect device, with a result of 166mg/dl seven minutes later, the same sample was tested by the lab, with a value of 116 mg/dl. Four days later, the same patient's blood glucose measured 157 and 152mg/dl using the suspect device and 121 mg/dl at the hospital lab. ( 10 minutes later). Reporter stated that a third comparision was performed (for the same patient). 2 days later, with results of 135mg/dl (suspect device) and 102mg/dl (lab). Reporter indicated that controls are run on a daily basis , on suspect device and have all tested within acceptable range. Reporter did not indicate if patient was treated based on the results obtained on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.